Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, error message ¿device not detected on bus¿ was displayed. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer was failed, and it was not detected on bus. The field service engineer (fse) had responded to an issue where, following a machine reboot, full height drawer 7 had rows b and c off the bus. The fse removed all cubies, trays, and pockets, then vacuumed the bottom of the drawer. All contact points for the trays, row board cable, and pockets were thoroughly cleaned. The drawer controller board, including the area where the tie board cable connects, was also cleaned. Retractor cables were reseated. These actions resolved the issue, and functionality was verified using the test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, error message device not detected on bus was displayed. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.